Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the syringe, the mix bar and ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
A customer reported their au680 clinical chemistry analyzer generated erroneous low patient results for sodium (na), potassium (k) and chloride (cl). There was no report of change in patient treatment. No patient data was provided by the customer.